Manufacturer narrative:
Product complaint # (B)(4). Complainant device/part is not expected to be returned for manufacturer review/investigation, but has yet to be received. Reporters state: (B)(6). Initial reporter is j&j company representative. Unknown, as specific lot numbers are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Gtin unavailable, product made prior to gtin compliance date without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the dhs t-handles have been rounded off (stripped). 393.83 and 393.79 are bent. New triple sleeves are required. Inner trocar is still in good shape. It was also reported that the devices have not been replaced in years and the sets required preventative maintenance. This report is for one (1) 6.0mm/5.0mm drill sleeve 98mm. This report is 1 of 2 for (B)(4).